Event description:
It was reported that at the end of a pulsed field ablation (pfa) procedure, st elevation was suspected based on the surface electrocardiogram (ECG). Upon reviewing lab records post operatively, it was noted that the ECG waveform had changed immediately after cardioversion. During pfa ablation procedure, cardioversion was performed while the loop catheter was positioned in the left atrium. Ultimately, the physician determined that it was due to baseline changes and not a concerning finding. No specific treatment was perform ed. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.